Event description:
Per the report received from italy, a 11500a19 valve implanted in the aortic position was planned for reintervention after an implant duration of approximately 2 years and 1 month due to high gradients, with a medium gradient of 68 mmhg. However, it was not yet decided whether the procedure would be surgical or transcatheter aortic valve replacement (tavr). The echocardiogram performed three months post-surgery showed a gradient of 22 mmhg. Additionally, the patient presented with hemolysis.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(b(6) 2023". Therefore, (B)(6) 2023 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient.. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional/updated information. H6: investigation findings and investigation conclusions. H 11: additional manufacturer narrative. The device was not returned as remains implanted. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The root cause could not be determined, however as per information received, the most likely cause is patient factors, including renal failure and dyslipidemia.